Manufacturer narrative:
All information reasonably known as of 29 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
The tubing was occluded and not delivering oxygen. A vyaire airlife nasal etco2 cannula was defective. It was attached to a patient from an oxygen flowmeter, but the tubing was occluded and not delivering oxygen. When removed from the flowmeter, a gush a pressurized oxygen was released. This defect was detected because the flowmeter did not change the displayed flowrate when the delivery rate was adjusted. This could have resulted in patient hypoxia, had the patient been oxygen-dependent.

Event description:
The tubing was occluded and not delivering oxygen. A vyaire airlife nasal etco2 cannula was defective. It was attached to a patient from an oxygen flowmeter, but the tubing was occluded and not delivering oxygen. When removed from the flowmeter, a gush a pressurized oxygen was released. This defect was detected because the flowmeter did not change the displayed flowrate when the delivery rate was adjusted. This could have resulted in patient hypoxia, had the patient been oxygen-dependent.

Manufacturer narrative:
All information reasonably known as of 29 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. This investigation could not be completed without a part number. The customer was contacted multiple times for further information, but no response was given.